Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the user was unable to tighten the battery cap and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed that the pump had multiple reboots. The pump was returned with two battery caps. The pump intermittently powered on with one returned battery cap. This battery cap had damaged threads and coin slot on the top of the cap was damaged. The second battery cap (#2) showed no evidence of damage; the contact height and width measured within specifications. All testing was performed with battery cap #2. The battery compartment was observed to be cracked at the threads and from the thread area to case; the battery compartment threads were damaged. During testing, the pump was exercised with for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.